Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of hypertension, worsening mitral regurgitation, mitral stenosis, worsening heart failure and cardiac tamponade are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number. Article titled: continuous direct left atrial pressure intraprocedural measurement predicts clinical response following mitraclip therapy.

Event description:
This is filed to report the hypertension, mitral regurgitation, mitral stenosis, heart failure, cardiac tamponade, required intervention and prolonged hospitalization. It was reported through a research article titled, continuous direct left atrial pressure: intraprocedural measurement predicts clinical response following mitraclip therapy that the mitraclip devices (clip delivery system, steerable guide catheter) may be related to hypertension, mitral regurgitation, mitral stenosis, heart failure cardiac tamponade, atrial perforation, required intervention and prolonged hospitalization. Specific patient information is unknown. No additional information was provided.